Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse ran the unit and it worked as per factory specifications. The fse thinks that the issue appeared to have been clinical in nature and contacted the getinge clinical representative to discuss with the end user. All functional and safety checks were performed to meet factory specifications, and the iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the customer was unable to calibrate the fiber optic for the cs300 intra- aortic balloon pump (iabp). No patient injury or adverse event was reported.